Event description:
It was reported to boston scientific corporation that an obtryx system device was implanted into the patient during a cystoscopy and midurethral sling insertion procedure performed on (B)(6) 2010 for the treatment of stress urinary incontinence. Reportedly, the patient tolerated the procedure well. She was awakened, extubated at the end of the procedure, and transferred to the recovery room in good condition. The patient experienced dyspareunia following the procedure, which was most likely caused by the sling. As a result, on (B)(6) 2018, the patient underwent sling excision, paravaginal repair, and cystoscopy. After receiving adequate general anesthesia, the patient was placed in a modified dorsal lithotomy position and sterilely prepared and draped. They were able to locate the sling at the vaginal sulcus bilaterally. They made an incision on the left side, identified the sling, and dissected it out to the vaginal sidewall. It was excised sharply and then dissected away from the sling from beneath the urethra and over to the opposite sidewall, where it was also removed sharply. The endopelvic fascia was repaired bilaterally with 2-0 vicryl suture in a series of single stitches. A small amount of redundant vaginal mucosa was removed, and the vaginal mucosa was closed with 2-0 vicryl suture in a running fashion. The catheter was taken out. The urethra and bladder were examined with a cystoscope. There was no evidence of bladder and urethral trauma. Reportedly, on the first filling, there was some moderate trabeculation, and on the second filling, there were submucosal petechial hemorrhages scattered throughout the bladder wall. After the catheter was replaced and a vaginal pack was placed, the procedure was terminated. Additionally, elmiron 200 mg bid was prescribed for the patient.

Manufacturer narrative:
Date of event: date of event was approximated to june 15, 2010, implant procedure date, as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. This event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6). (B)(6) surgery center. United states. The explanting surgeon is: dr. (B)(6). (B)(6) surgery center (B)(6). Patient code: (B)(4). Impact code: (B)(4). The complainant indicated that the device is not available for return; therefore, a device analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.